Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube. The patient stayed overnight. However, the duration of the hospitalization is unclear. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer (fae), as of 16-nov-2022, a system log review could not be performed because the system logs are not available at this time. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: an ion endoluminal lung biopsy procedure was performed and the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for an unspecified period of time. Te cause of the complication is unknown.